Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the cable was loose and there was no wire exposed due to damaged insulation. The cable was intact and there were no signs of thermal damage. Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps instrument to perform failure analysis. Failure analysis found the primary failure of instrument conductor wire bipolar- damaged insulation at distal end to be related to the customer reported complaint. After visual inspection the instrument was found to have damaged conductor wire at the distal end near the yaw pulley. The insulation in damaged but the conductor wire is not exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have the conductor wire damaged. There was no report of fragment falling inside the patient. The procedure was completed with no reported injury.